Event description:
On (B)(6) 2022, this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they needed to cancel a pd treatment to report to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on their liberty select cycler on (B)(6) 2022 due to an external monitor detecting atrial fibrillation and cardiac arrhythmias. It was explained the patient is wearing an external heart monitor to determine the presence of heart arrhythmias and he was advised by their cardiologist to present to the emergency department (ed) in the event an arrhythmia was detected. The patient was asymptomatic at the time of this event. The patient safely disconnected himself and was transported to the ed where they were diagnosed with atrial fibrillation. The patient was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s atrial fibrillation, other cardiac arrhythmias and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 17/oct/2022, this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they needed to cancel a pd treatment to report to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on their liberty select cycler on (B)(6) 2022 due to an external monitor detecting atrial fibrillation and cardiac arrhythmias. It was explained the patient is wearing an external heart monitor to determine the presence of heart arrhythmias and he was advised by their cardiologist to present to the emergency department (ed) in the event an arrhythmia was detected. The patient was asymptomatic at the time of this event. The patient safely disconnected himself and was transported to the ed where they were diagnosed with atrial fibrillation. The patient was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s atrial fibrillation, other cardiac arrhythmias and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: a2, a3, a4.

Event description:
On (B)(6) 2022, this 67-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they needed to cancel a pd treatment to report to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on their liberty select cycler on (B)(6) 2022 due to an external monitor detecting atrial fibrillation and cardiac arrhythmias. It was explained the patient is wearing an external heart monitor to determine the presence of heart arrhythmias and he was advised by their cardiologist to present to the emergency department (ed) in the event an arrhythmia was detected. The patient was asymptomatic at the time of this event. The patient safely disconnected himself and was transported to the ed where they were diagnosed with atrial fibrillation. The patient was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s atrial fibrillation, other cardiac arrhythmias and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.